Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found peeling off of surface at the joint for the bending section and the insertion tube, signs of corrosion at the air/water cylinder, and corrosion at the distal end of the auxiliary channel. Oekg sent the device to a third party laboratory for microbiological testing after reprocessing by oekg, and no microbes were detected. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the german guideline. (B)(4) checked the subject device and found following. The surface of the connecting part of the bending section and the insertion tube had been peeled. The air/water cylinder had signs of corrosion. The auxiliary water channel had signs of corrosion at the distal end unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the unspecified different microbes were detected three times in the sample collected from the instrument channel of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.